Event description:
A malfunction on the pump was reported, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the customer acknowledged and understood.